Event description:
A (B)(6) female pt underwent an initial 4 level fusion surgery on l2-s1 on (B)(6) 2010. One sequoia modular screwdriver was broken trying to tighten the screw at s1. The surgeon thought the driver was stripped, but on closer look the rep noted that the female hex portions were cracked. There was less than a 30 minute delay in the procedure. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.